Manufacturer narrative:
On february 24, 2025, mentor received additional information regarding the patient's event. It was reported in the patient's operative note that she experienced breast implant illness. Section h6 health effect - clinical code has been coded with e2402: generalized illness to capture this additional information. Follow up attempts have been made without success to gather additional information regarding the breast implant illness symptoms experienced by the patient. If mentor receives additional information, a supplemental report will be submitted accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 21, 2025, a re-evaluation for the device was completed. Device re-evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 500cc returned device. At the present, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 27, 2024, the mentor failure analysis lab has received the device for evaluation. On january 07, 2025, the evaluation for the device was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 500cc returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 31, 2024, mentor received additional information regarding the patient and event. The patient's date of birth was reported to be (B)(6)1988. The patient's age at the time of event was 36 years old. The patient ethnicity was updated to not hispanic/ latino. The patient race was updated to white. The patient's initial procedure was a primary breast augmentation. The date of device implantation was reported to be (B)(6) 2017. The impacted device was reported to be a 500cc mentor memorygel breast implant (catalog number 3505004bc). The device lot number was updated to 7465393. The device serial number was updated to (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On november 05, 2024, mentor received additional information reporting that the patient is to undergo device explantation on (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two unspecified gel breast prostheses and experienced capsular contracture (baker grade unknown) and a rupture on the left side post-operatively. The patient also experienced breast pain on both sides; they were causing breathing issues, discomfort, and chest pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast pain. D4: UDI: as the catalog/model number was not provided, the UDI is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).